Manufacturer narrative:
Other relevant device(s) are: product ID 9734477. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system is intermittently freezing. No patient was present at the time of the event.